Event description:
The report stated that during a hysterectomy, the lf4200 would not seal on the uterine artery. The generator gave an end tone indicating a good seal. The bleeding was controlled with sutures. The lf4200 worked fine all other seals on the less vascular tissue. This same handpiece was used for the rest of the surgery. There was no patient injury. The same generator was used and reported on MDR # 1717344-2008-00010 on a different surgery.

Manufacturer narrative:
The generator has been returned and when the investigation is complete, a follow-up report will be sent.